Event description:
A user facility reported that following the use of perfluoropropane (c3f8), a pt underwent a procedure in which nitrous oxide was administered. The pt had poor vision prior to the procedure but developed further loss of vision. The facility has not provided any other specific info regarding the event. Note: the directions for use state that nitrous oxide should not be administered during anesthesia when a gas bubble is in place.